Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the manufacturer representative was meeting with a healthcare professional and the patient to troubleshoot on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the hcp was programming the patient and encountered the case showing ¿x¿ while interleaving. It was reported that the rep thought the hcp was only interleaving one side, and the other side was showing the ¿x¿ with the case. The hcp later reported being able to program 1-, 3+ on first left subthalamic nucleus and 2-, c+ on second left subthalamic nucleus, but was unable to program c+, 11- on the right side because the ¿x¿ would show up on the case. It was also reported that the patient was having transient paresthesia the day of this report and that it ¿came and went¿. It was noted that the patient would be back the day after this report.

Event description:
Follow-up information was received from a manufacturer representative reporting that the patient is doing very well and the symptoms are controlled using bipolar settings.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the manufacturer representative (rep), reporting that the patient's programming appears to be working as intended. The rep reported that the impedances were checked on the patient's ins and were found to be within normal ranges. It was reviewed that the clinician programmer was working as intended. No further patient complications have been reported as a result of this event.